Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not functioning properly and the handpiece was not able to hold the stapler properly and was left off while the procedure was done and the doctor had to use the other stapler, however it was the same issue with the other one. The patient's outcome was unknown.